Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy procedure, the surgeon fired the stapler and it stapled and cut over the tissue fine then pressed the bottom grey button and retracted knife blade with no problem. When the surgeon tried to open jaws by pressing grey button, the jaws would not move. They tried troubleshooting with pressing and holding both buttons at the same time but it didn't work either. They unattached the handle and reattached to try this and still would not open. Then the reporter instructed the surgeon to use the manual retraction tool and did this alleviated the problem. They opened another drive tray to complete the case. No patient injury noted. The devices are expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.